Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm evaluated the rental iabp and the this repair is ongoing, not yet complete. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during system check of the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager, a ¿low vacuum¿ alarm was displayed. There was no patient involvement, no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue performed leak tests on the unit and determined that the drive manifold was the source of the issue. The fse replaced the drive manifold that cleared the vacuum alarm and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine system check of the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager, a ¿low vacuum¿ alarm was displayed. There was no patient involvement, no adverse event was reported.